Manufacturer narrative:
Evaluation summary: referring to the product inquiry the target device gamma3® is stated to be the subject product. No further associated product was reported. Appearance of item and inspection records identified the target device returned being of old design version. Review of the inspection documents of the device reported did not indicate any conspicuities. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (nearly 10 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended without problems reported. The cracks in the target device were primarily caused by internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Although cracked the returned target device passed the pre-operative function test. The item was found as being fully functional. Regarding cleanability (ref to clinical statement from medical expert): ¿conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hardly to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunologic reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.¿ internal lab test reports revealed that deviation due to cracks does not lead to increased damage at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Referring to compiled hat it was concluded that no action in the market should be performed. Deviation report was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice ecn the material of the cfr-arm has already been changed in order to improve stiffness and resistance against cracking. Lab test had verified the suitability of the new material. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damage and recommends removing of such damaged products. Based on the above observations the root cause of the reported event, which was confirmed by visual inspection, is primarily considered design related (inadequate design). However, damage found at the metal portion (significant impact marks next to imprint ¿do not hit¿) is clearly considered misuse; the IFU and instructions for cleaning, sterilization, inspection and maintenance - l24002000 instruct ¿do not hit on target devices¿. Since the cracks are located directly next to the deformed metal portion, a relationship between the impact marks and the complained cracks cannot be excluded. Nevertheless, the found significant cracks are clearly visible and would have been noticed before during checking of the instruments which is required by IFU prior surgery. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. No new non-conformity was identified.

Event description:
Customer report a defective target device. Distal missdrilling occured.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer report a defective target device. Distal miss-drilling occured.